Event description:
The ekos endovascular system was being used to perform a thrombectomy on a blood clot in the patient's ileofemoral vein. During follow-up fluoroscopy a portion of the ekos catheter was visualized in the patient's ivc filter. In a follow-up procedure, the catheter fragment and ivc filter were successfully retrieved. Ref MFR # 3001627457-2013-00002.